Manufacturer narrative:
The stent delivery system with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was proximal stent damage and tip damage. The stent had two struts extending back from the proximal end at 90 degrees. Blood and contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed lesion was located in a calcified and mildly tortuous proximal rca. The taxus liberte' 2.5x28mm drug eluting stent was unable to cross the lesion. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis confirmed that there was stent damage.